Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage and vessel occlusion occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left main coronary artery. A 3.50 x 38 mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent got caught in the left main and started to unravel. A guidezilla guide extension catheter was advanced over the stent and was able to be removed successfully. Blood flow was momentarily lost in the left main but it was able to be restored with the implantation of another synergy drug-eluting stent. The procedure was completed. No further patient complications were reported and the patient's status was fine.